Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. Customer stated that when she primes the pump, it doesn't recognize the reservoir and the insulin just keeps squirting out. Customer stated that they were not wearing the pump during priming. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer stated that she got a compromised force sensor system alarm. It was explained that the possible cause of the alarm was the force sensor did not detect the reservoir during the seating process. Customer has already reverted to a back-up plan. Customer stated that she gave herself needles through the night. Customer was explained to not insert if insulin continues to drip from the infusion set after letting go of the act button.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind and displacement test. The insulin pump had corroded battery tube, broken battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked case at the display window corners, damage address serial label and cracked lcd window. The insulin pump was missing the end cap sticker.